Event description:
ON (b)(6)2026 The consumer claims the device was getting hot and noticed her pieces of her jeans coming off which happen within a minute and a half of using the device. The consumer was not injured and is only claiming property damage.

Manufacturer narrative:
ON (b)(6)2026 - Although there is no evidence that the device caused the consumers jeans to burn and injuries did not occur, this incident will be submitted to the FDA out of caution. The consumer has been contacted to return the device for an investigation.